Event description:
Patient reported experiencing infusion set tubing separating from the luer lock. Patient indicated that she had experienced hyperglycemic episodes as a result. Patient indicated that when the tubing would become separated, she would change her tubing and administer boluses. Patient indicated that medical assistance was not necessary to address this issue. Patient indicated that she did not have product to return.